Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent mesh revision and cystoscopy with hydrodistention on (B)(6) 2011 due to mesh erosion and pelvic pain. On (B)(6) 2012 the patient underwent mesh excision surgery due to eroded urethral mesh. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, insomnia, neuromuscular problems and vaginal scarring. The patient underwent transvaginal removal of eroded pubovaginal sling on (B)(6) 2012 due to eroded urethral sling.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal of mesh on (B)(6) 2011 (left side mesh erosion noted).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01425. The same patient is represented in each medwatch.